Event description:
The pt reported her blood glucose measured 230 mg/dl at 7:00 am and she bolused through the infusion device. At 9:50 am, an e4 (occlusion) error was displayed and her blood glucose measured 526 mg/dl. The morning bolus was not listed in the bolus history of the infusion device. Her normal blood glucose level is 100-120 mg/dl. Upon follow up, the pt stated she went to the hospital and her blood glucose lowered to 121 mg/dl. She believes there was an issue with her infusion set, the cannula was bent. No further info is available. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.